Event description:
Same case as: 2134265-2014-05641. Reportable based on related device analysis completed on (B)(4) 2014. It was reported that the burr became stuck on the wire. A 1.50mm rotalink¿ plus and a rotawire were selected and advanced to treat the target lesion. Rotablation with multiple passes was successful. During withdrawal, while using dynaglide, they had difficulty removing the system. The burr catheter became stuck on the wire. They were able to remove the system with a flush on under flow technique. The procedure was completed with this device. No patient complications reported and the patient status was fine. However, analysis of the related device revealed a wire fragment in the annulus of the burr.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).